Event description:
The customer reported a fault occurred on the system when fluoroing. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The xray tube was replaced. The system was then found to be working as intended.